Event description:
Procedure: lap appendectomy. According to the rptr: while using the I-clip, instrument the clips fell out of the instrument and into the pt cavity and were retrieved with a 15 minute delay in or time. The procedure was completed with another instrument.